Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the distal two or three cm's of the guide wire broke off inside of the patient. Since this was an embolization procedure, the tip was left inside of the patient to act similar to a coil for completion of occlusion in the vascular bed of the tumor. The procedure was completed with another device.